Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met mfg specs. The event could not be duplicated, therefore the event was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "getting hot" during an anterior cervical discectomy and fusion (acdf) surgery. There was a short delay in surgery but the exact time was not provided. There was a spare device available for use. There were no injuries to the pt or the user injuries reported and there was no medical intervention required. There was no add'l info provided.